Event description:
Reference number (B)(4). Event occurred in colombia it was reported that patient faced infusion set box came open event on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6006931 have already been previously tested in the (B)(4) on 22/may/2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6006931 was manufactured according to the work instruction (wi) version 78 manufactured in the line m12, on 29/apr/2024 with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination and lot 6006931 and no other complaints have been registered in database for the same lot 6006931 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.